Manufacturer narrative:
Corrected data: upon further review it was noted that implant date and explant date were not explained in section h10 in initial report submitted, as not applicable in each of the appropriate sections. Therefore, this report is submitted to correct this. Section d6a: if implanted; give date: n/a (not applicable). The handpiece is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The handpiece is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Expiration date: unknown/has been requested from the third party manufacturer (tpm). Phone number: (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that slight stain had been found to attach on the upper side of the intraocular lens (iol) za9003, after the iol was implanted. Exchanging the lens had not been planned because there had been no health damage in the patient and the condition of the eye had been good. It was noted that there had been no stain at the optic of the iol when the iol was set. There was no patient injury. No other information was provided. This report pertains to suspect emeraldt handpiece. A separate report will be submitted for suspect emeraldc cartridge.

Manufacturer narrative:
Additional information: new information received that suspect lens expiration date is july 19, 2023 field below updated: section d4: expiration date: jul. 19, 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.